Event description:
After equalization, the PWX device experienced large fluctuations in the pressure curve, and the transmitter was flashing yellow. Another PressureWire X, Wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. During product investigation, the distal tip coil, 3 centimeters (cm) of corewire, sensor jacket, and sensor chip assembly were separated from the PressureWire. The account confirmed the separation occurred during the procedure while the device was outside of the patient.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported pressure signal drift and communication problem (flashing yellow light) were not able to be confirmed; however, the reported material separation was able to be confirmed. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported pressure signal drift and communication problem (flashing yellow light) appear to be related to circumstances of the procedure. The device was returned with kinks, bends, and a separation of the distal section of the guidewire (distal tip coil, sensor jacket, and sensor chip assembly) which caused damage to the internal components of the guidewire and resulted in the reported pressure signal drift and communication problem (flashing yellow light). The separation, while likely also caused by the kinks and bends, was confirmed to have occurred outside the patient. In this case, it is likely that the guidewire damage occurred during guidewire handling or during navigation/withdrawal within the patient¿s anatomy. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.